Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The field service engineer (fse) examined the ventilator and found no fault. No parts were replaced, and the ventilator¿s logs were downloaded. The investigation therefore the consists of an evaluation of information from the hospital and the logs that were received. The evaluation of logs show that the pre-use check was not completed after failure of a leakage test and the same failed in the same way after the event. The cause basing on the test result was the not using the designated test tube for this test. The logs however show that a pre-use check a day before the event passed all the test except the battery test that was skipped. The day of the event contains nine short ventilation periods, the longest being 3 minutes 56 seconds and were done when the ventilator were connected to the patient. The total time from the start of the first ventilation period to the standby of the last ventilation period is 45 minutes 32 seconds including the standby periods in between. The o2 concentration was set at 100% except during the first 2 minutes and 8 seconds when it was set at 40% until the ventilation mode was changed and the o2 concentration was set to 100%. From this time and during the next three ventilation periods the ventilator alarmed for o2 supply pressure low and other alarms that included respiratory rate high, expiratory minute volume low, peep low and only once the o2 concentration low alarm. There was a standby period after the above lasting 11 minutes and 11 seconds during which time there was an o2 supply pressure high alarm. Based on the information from the hospital it was during this time the o2 cylinder was connected to the ventilator but not used in the first period of 44 seconds where the alarm o2 supply pressure high was activated. During the last three periods there were alarms that included expiratory minute volume low, respiratory rate high and peep low while the o2 supply pressure alarm was absent thus indicating the use of the o2 cylinder. According to the hospital during the time of these ventilation periods, the patient¿s condition deteriorated resulting in the reported desaturation and cardiac arrest with consequent bagging and resuscitation. The patient recovered and the saturation got back to normal whereafter the ventilator was replaced with another one. The conclusion in the matter is that although no successful pre-use check was performed before connecting the ventilator to the patient there is no indication of a ventilator malfunction at any time. Ventilation started at all times when it was started. All ventilation periods contain alarms and operator actions. The alarms indicate that the ventilator was alarming for occurring discrepancies and the operator actions indicate a fully functioning screen and because it is completely touch based this indicates that it was displaying ongoing ventilatory activity and responding to the operator¿s commands. There are no errors indicating that the turbine had stopped. All the ventilation periods were very short, but the reported absence of ventilation or the not starting most probably could have occurred as reported and it was most probably due to leakage based on the alarms. The abnormal curves due to leakage is what is most probably described as not starting or absence of ventilation. The o2 supply pressure was low and could not sustain the supply of o2 to the ventilator when the concentration was set 100% during a short period of ventilation. In absence of the o2 supply the ventilator by design would replace the loss of o2 with air but with leakage, less gas, or no gas at all would reach the patient. This implies that during a period of 45 minutes there was no adequate ventilation. While the o2 supply issue was addressed by using an o2 cylinder towards the end, there is nothing in the received information to indicate that leakage was noticed, and that attempts were made to address the related alarms. The ventilator alarmed appropriately for the situation. The examination of the ventilator after the event found it functioning properly and no parts were replaced.

Event description:
It was reported that while the ventilator was connected to a patient the oxygen supply pressure dropped and the ventilator stopped cycling. The patient was bagged. The ventilator was moved to another room but there were still no curves on the screen and no alarms. The ventilator was replaced by another one. The patient died the day after. (B)(4).